Event description:
There was an allegation of questionable lipase colorimetric assay results for 1 patient sample on a cobas c 503 analytical unit. The analyzer was being serviced by a field service engineer at the time when the initial result was produced which prompted the customer to repeat the sample. The initial result was 13.5 u/l. The sample was repeated on another c503 analyzer and the result was 42.0 u/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 21-sep-2025. It was determined that the customer was running patient samples on the analyzer while active service and troubleshooting was taking place. The root cause of the event was found to be consistent with user error. No product problem was identified.